Event description:
It was reported that during da vinci-assisted benign hysterectomy surgical procedure, the tip cover of monopolar curved scissors (mcs) kept sliding down. The instrument and tip cover was replaced. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information on 04-oct-2024: the issue with tip cover was identified after inserting the instrument. The reporter does not have information about which lot no of mcs had tip cover issue. The reporter did not find any mcs returns around the complaint time in portal.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the tip cover accessory involved with the complaint to perform failure analysis. Although the complaint was not confirmed by failure analysis since the tip cover accessory was not returned, the information gathered indicates that the device may have contributed to the customer reported issue. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. Information for the blank fields in section d4 is not available. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable. Field h4 is blank because insufficient product information was provided in order to obtain the date of manufacture.